Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited a premature battery depletion (pbd) behavior, as a result, it was explanted and successfully replaced. Other that the procedure, no adverse patient effects were reported. This pacemaker was already returned to boston scientific; however, further analysis has not yet been completed.

Manufacturer narrative:
The returned pacemaker was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this pacemaker exhibited a premature battery depletion (pbd) behavior, as a result, it was explanted and successfully replaced. Other that the procedure, no adverse patient effects were reported. This pacemaker was already returned to boston scientific.